Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
The surgeon sent the attached pictures and called the company field service engineer (fse) right away. He told, that the robot collided with something and shut down. After the restart the robot did not start the clearance procedure and did not go to home position. The arm was not moveable. The fse told the surgeon, to shut down and power off the system completely, wait until the red light of the reset button is off and then restart the system. This resolved the issue. The robot started clearance procedure after the restart and went to home position. Surgery was completed afterwards with no further complications. Delay for restarting 2 times 5-10 minutes.

Event description:
The surgeon sent the attached pictures and called the company field service engineer (fse) right away. He told, that the robot collided with something and shut down. After the restart the robot did not start the clearance procedure and did not go to home position. The arm was not moveable. The fse told the surgeon, to shut down and power off the system completely, wait until the red light of the reset button is off and then restart the system. This resolved the issue. The robot started clearance procedure after the restart and went to home position. Surgery was completed afterwards with no further complications. Delay for restarting 2 times 5-10 minutes.

Manufacturer narrative:
Device history record review and complaint history review were not performed based on the low severity of this complaint. An analysis of the data logs from the subject event has been performed. This analysis concluded that a first error occurred during the automatic movement to move from 'parking' to 'home' position. The controller indicates that the error is related to a vigilance device failure. The user had no choice but to restart the software. This is a known anomaly. Multiple vigilance device failures were detected during a cooperative movement after that the marker registration was performed. The arm could not be released from its position unless to restart the device. Restarting the device solved the issue. These errors are assumed to be related to an electric connection issue which is currently investigated through a CAPA. As no collision was detected by the device, clarifications about the event were required to the user. No more information could be provided since the user forgot the event. Thus, the robot arm collision event is not-verifiable, therefore no root cause can not be determined. Corrected data: b4 date of this report, d4 catalog number, g4 date received by manufacturer, h2 if follow-up, what type, h3 device evaluated by manufacturer, h6 event problem and evaluation codes, and h10 additional narratives/data.